Event description:
It was reported a synfix trial spacer (part/lot number: unknown/unknown) and handle (part/lot number: unknown/unknown) that broke during insertion. The surgeon was able to retrieve all the broken fragments with no extended surgical time or injury to the patient. The surgery was successfully completed. This report is for an unknown trial handle. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown trial handle. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.